Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-22694. Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008191 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test, 1 introducer needle was found bent at the tip, this issue is not related with the claimed malfunction. Functional test (flow test) 1 according to wi version 1 on reference samples, reference samples passed the flow test. Device history record (DHR) review: (B)(4). Trending: a query was run in database on 07/feb/2025 against soft cannula found kinked upon removal from infusion site and lot 6008191 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, 1 complaint was created due to the failure found in reference samples (2134223), no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced five infusion sets catheters kinked events on (B)(6) 2024. The insertion site was at abdomen. Infusion sets were used for a few hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.